Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss over 1 hour is reportable based on there was no voltage and no data in the cloud. No injury or medical intervention was reported.